Manufacturer narrative:
Corrected data: in the initial MDR, the expiration date of the product was known; however, was inadvertently not provided. The following has been updated accordingly: expiration date: 5/31/2016. In the initial MDR, reference to other in report source, was inadvertently not populated. The following has been updated accordingly: report source: other - mw5076928. In review, it was noted that the investigation results for the za9003 lens reported were inadvertently provided within the initial MDR in error. The investigation results for this lens have been completed and are captured in this supplemental report. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be verified. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A cataract patient is reporting due to an infection, a cornea transplant was performed in the operative eye. The doctor performed eye surgery on patient's both eyes (ou) with tecnis-aspheric intraocular lens (iol) on one eye and tecnis-multifocal iol on the other eye. The patient reported that the intraocular lens on both eyes were placed incorrectly at one point and there was an infection in one of the operative eyes. The patient had to go to a specialist to have the cornea transplant due to the infection. The patient is reporting to be constantly medicated with eye drops and the right eye (od) is blurry. The patient has been treated with muro-eye drops or ointment, prednisone and over-the-counter medication, ibuprofen. No additional information provided. This report pertains to za9003 iol and it is two (2) of two (2).